Event description:
On (B)(6) 2011 the vns pt reported to the MFR consultant that her battery was dead. The pt said that it was working fine previously to being at end of svc. Clinic notes were rec'd from the physician. Review of the clinic notes dated (B)(6) 2011, revealed that the generator was at eos and could not be interrogated. Because the battery is a eos, she cannot perceive any stimulation in her throat and vocal cord. Clinic notes dated (B)(6) 2011 state the pt was also experiencing a headache in the left side of her head all day as well as insomnia and sleep apnea. The pt went for a sleep study and her oxygen saturation was in the 80 percent range. It is unk if this was a pre-existing condition prior to vns. Good faith attempts were made for further info regarding the pt's events, however no add'l info was rec'd. It was reported that the pt had 2 seizures prior to the date of the visit on (B)(6) 2011. The generator could not be interrogated by the physician, due to eos. Clinic notes dated (B)(6) 2009 reported that the pt could not feel much stimulation when using the magnet. The pt was not feeling any stimulation in her throat and vocal cord. The physician reported that he thinks there might be a generator malfunction. Based on the info gathered from these clinic notes, it is likely that pt's generator has been at eos since 2009. The physician later reported that no diagnostics were performed recently because he could not interrogate the device and thought it was likely at eos. The pt had a seizure since the device has been dead and the pt is not feeling well postictally. The pt believes that her generator is dead because when she uses the magnet, it didn't feel the same to her as before. A battery life calculation was performed on (B)(6) 2011 with the history available and it revealed negative years until eri = yes, however, there was only programming history from (B)(4) 2004 through (B)(4) 2007. The pt is scheduled for a battery replacement consultation in (B)(6) 2011. No surgery date has been scheduled yet. Good faith attempts for further info from the physician have been to no avail thus far. If add'l info is rec'd, it will be reported.